Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleged lung and heart problems, has black specks on lungs and little black specks getting into eyes causing abrasion in eyes, eye swelling, and headaches. There was no report of serious or permanent harm or injury.   The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation noted that the dc jack power cable connector (p4) was heavily corroded and that the bottom enclosure was cracked around where p4 was connected. During exterior investigation observed corrosion on the power port and the bottom enclosure cracked at p4 connector. There was also a brownish yellow residue under ui knob. In interior investigation observed a dead insect within the bottom enclosure. Observed rust buildup at p4 connector. Unknown liquid ingress and mineral deposits present on blower housing and motor casing. Observed a keratin-like substance present around the blower housing outlet. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. In secondary findings a keratin-like substance was observed around the blower box outlet. The occurrence of a keratin-like substance observed around the blower box has been previously addressed. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. Mineral spots consistent with water ingress were found within blower box, motor casing, bottom enclosure, and blower box housing. The device's downloaded event log was reviewed by the manufacturer and found 13 errors. The manufacturer concludes is unable directly address the symptoms outlined in the complaint and confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Also confirm the presence of contamination in the airpath. Section h6 (health effect - clinical code) has been corrected and (type of investigation,investigation findings, investigation conclusions) has been updated in this report.